Event description:
It was reported that when doing an interrogation, the power for the programmer suddenly failed. Follow-up indicated that the programmer was able to complete the device check after it had been rebooted. The programmer was returned for service. The return paperwork indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and analyzed and no anomalies were found.